Event description:
This patient experienced an abrupt closure of a newly placed cypher stent (20 minutes post implant) this was treated with additional balloon angioplasty and integrillin administration. This patient was admitted to the hospital with a chief complaint of unstable angina / possible mi. The patient was currently taking aspirin at home and was on a heparin drip pre-procedure . Plavix and aspirin were also given pre-procedure. The patient was taken electively to the cardiac cath lab, where angiography revealed a de novo, non-calcified non tortuous lesion in the 1st diagonal branch. A bolus of 2,000 unit of heparin was administered via IV. No gp llbilla's were administered during the case. A 6fr, xb3.5 guide catheter and a 190cm s'port wire were used to access the vessel. There were no difficulties in accessing or wiring the vessel noted. The 1st diagonal lesion was predilated with a 2.5 x15mm voyager balloon inflated to 6 atms for 60 seconds. The patient tolerated this well, a 2.75x18mm cypher stent was deployed to 14 atms for 30 seconds with satisfactory results. The stent was not post dilated. Two doses of 200mcg intra coronary nitroglycerine was administered and a loading dose of plavix (300mg) was administered. Flow through the stented segment was timi iii. Residual stenosis was reported to be act's during the procedure were 246 seconds (maximum). The procedure was tolerated well. However, as the sheath was withdrawn and an angioseal was placed in the femoral access site, the patient began to complain of mild chest pain (2 out of 10). 2mg IV morphine was administered. The patient was discharged on a minitored bed. After approximately 20 minutes, the patient's chest pain increased (6 out of 10) ECG revealed st segment elevatiions in the anterior leads. The patient was brought back to the cath for evaluation. Repeat angiography demonstrated an acute thrombosis of the newly placed cypher stent in the 1st diagonal. A bolus of 2,500 units of heparin was administered via IV. A bolus of integrilin was administered in two 9.5ml doses. Act's measured 10 minutes after administration were 332 seconds. A power sail balloon was positioned within the stent and was inflated to 6 atms. Then a voyager balloon was positioned within the site and was inflated to 8 atms. Again the powersail was positioned within the lesion and was inflated to 14 atms for multiple inflations. A dose of 200mcg ic nitro was given. Intravascular ultrasound (ivus) was conducted. The physician positioned a 3.0x15mm powersail within the site and inflated once more to 14 atms. Ivus was again conducted showing satisfactory results, with no dissection. The patient was again discharged to a monitored bed in stable condition. Physician's comment: the lab has just received new machines to measure act's and he feels that they were not accurately calibrated, thereby over estimating the act levels. He feels that as a result the patient was most likely under-anticoagulated during the first procedure, which led to thrombosis.